Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of device checks not completed was confirmed. Based on the information provided, it was determined that the patient application is unable to securely connect to the implanted device. No additional information was available to investigate the cause. No device malfunction was observed in the patient app logs.